Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the replacement of their lead and ins helped the communication issue somewhat, but they might have to have another surgery because their new ins has fallen out of the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the patient's implantable neurostimulator (ins) fell out of the pocket about a month after the replacement surgery, the replacement surgery was on (B)(6) 2017. The patient had surgery on (B)(6) 2017 to correct the ins falling out of the pocket. The ins was relocated to another area. The patient stated that the issue has been resolved.